Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, an error was displayed on the erbe generator screen. The customer had changed out the cable prior to calling intuitive surgical, inc. (Isi) technical support engineer (tse). The tse had the customer restart the erbe generator with no change. Tse lost contact with the customer. Tse tried to call the customer back with no answer. The customer called the tse back after a few minutes and stated that they still had the c-34 error after replacing the cords, instruments, and restarting the erbe. The customer also stated that they would be switching out the vision side system after the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially did power on without errors. The surgeon declined the reboot during case and completed the case without coagulation. The coag function was not available. The procedure was robotically completed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the c-34 error. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint to perform failure analysis. The iesu was analyzed, and the c-34 error was confirmed and reproduced when the unit was placed on an in-house system and run in normal mode. The complaint was confirmed by failure analysis.